Event description:
A medwatch (see attached) form was rec'd from the customer reporting that during a laser procedure, there was no aiming beam noted. The customer stated the fiber was dislodged from the sheath. No pt injury was reported.

Manufacturer narrative:
The laser probe was rec'd for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available.